Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the aortic dissection is unknown, however, it may be related to procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the implant patient registry that this patient with a 23mm sapien 3 ultra transcatheter valve, implanted in the aortic position, was explanted after an implant duration of 9 days due to aortic dissection. During the initial tavr, one valve was abandoned and the 2nd valve inserted was implanted without issues. The patient was discharged on pod #1. The patient presented three days later with chest pain. Repeat echo and CT chest showed possible aortic dissection. The patient was transferred to a higher level of care and underwent avr due to type a aortic dissection. The patient was later discharged on post-operative day 6.